Event description:
Paramedics responded to a person described as having chest pains. The pt was connected to the device and a 3 lead ECG strip recorded. A 12 lead ECG was then performed, but an error in obtaining ECG data was noted by the device on the strip chart record and reportedly, while attempting a second 12 lead ECG, the pt's ECG intermittently displayed artifact and flatline. The pt was transported to the hosp and no adverse affects to the pt were reported as a result of the alleged malfunction.